Event description:
This case was cross referenced with (B)(4). This unsolicited case from united states was received on 26-jul-2017 from the patient. This case concerns a 60 year old female patient who received treatment with synvisc one injection and after unknown latency the patient had issues with ambulation / could not walk/could not walk left on a wheel chair/ cannot walk comfortably, extreme pain in knee, extreme swelling in right knee, left hip is subjected to pain, left is subjected to hip discomfort and knee drained of fluid patient fell on her knee (in 2010) and had issues with her knee since then but she was not sure if she had osteoarthritis. On an unknown date in 2012, patient received the synvisc product the first time in her right knee by a doctor. In 2012, patient did have swelling and pain that "was horrific" and the doctor gave her steroids and she got better. Patient reported that she then received the synvisc-one injection in the right knee again in 2014, and had some issues with pain and swelling and that the doctor gave her steroids again to help with this. No concomitant medications were reported. On (B)(6) 2017, the patient received first injection with intra-articular synvisc one injection at a dose of 6 ml once (indication, lot number and expiration date: not reported) in right knee by doctor. Patient reported that there was not a sink in the room and that she was not sure if this doctor used the proper technique to inject the synvisc-one because it looked like he did not do it correctly. On an unknown date in 2017, after unknown latency, patient wanted to know if he did this injection correctly because she had extreme pain and swelling in her knee now. Patient reported that doctor might not have washed his hands or used sterile gloves for this injection and she at one time, "thought about running out of there. Patient had told this doctor about her previous experiences with the injections in the past and asked for steroids and doctor refused to provide this at the time of the injection. Patient reported pain and issues with her knee right after this injection to the doctor and he refused to do anything for her. Patient reported continued issues with pain, swelling, and ambulation and eventually, patient was provided oral steroids from another doctor at the office and this did not help her. Patient reportedly went to the emergency department "crying in pain" and she was in a wheelchair for three days because she could not walk. Patient did go into the office after the emergency room visit and had her knee drained of fluid by another doctor at the doctor's office. Patient was very emotional during the call and does not want to be contacted by our company regarding this. Patient commented that this doctor was very rude and would not help her with her issues post injection. Patient stated she was still in pain now and this was not resolved. The patient reported that she could not walk and was left on wheelchair for days. Patient was administered with oral prednisone which was not effective. Corrective treatment: wheelchair user, prednisone for issues with ambulation / could not walk/could not walk left on a wheel chair/cannot walk comfortably; oral steroids for extreme pain in knee and oral steroids, fluid drained for extreme swelling in right knee; knee drained of fluid for knee drained of fluid/drained my knee outcome: not recovered for extreme pain in knee; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 48923 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for extreme pain in knee and extreme swelling in right knee, issues with ambulation / could not walk/could not walk left on a wheel chair/cannot walk comfortably additional information was received on 28-jul-2017. Global ptc number and ptc results were added. Text amended accordingly. Additional information was received on 11-oct-2017 from the patient. Event of issues with ambulation / could not walk was updated to issues with ambulation / could not walk/could not walk left on a wheel chair/cannot walk comfortably. Events of left hip is subjected to pain and left is subjected to hip discomfort added. Suspect information updated. Corrective treatment updated. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated (B)(6) 2017: the follow up information did not change the previous case assessment. This case concerns a patient who received treatment with synvisc one and later was not able to walk. The causal role of suspect product in occurrence of the event cannot be ruled out completely due to lack of information regarding temporal relationship. In addition to this, patient has also experienced these events with previous synvisc injection therapy. Furthermore, due to lack of information regarding patient's medical history, past drugs and concomitant medications complete medical assessment of the case is difficult.

Event description:
Issues with ambulation / could not walk/could not walk left on a wheel chair/cannot walk comfortably [unable to walk]. Ongoin mobility problems [movement disorder]. Extreme pain in knee/severe pain/in pain 24/7 to extreme pain in knee/severe pain/in pain 24/7/ knees are hurting [knee pain]. Inflammation [joint inflammation]. Extreme swelling in right knee [swelling of r knee]. Coughed [coughing]. Left is subjected to hip discomfort [hip discomfort]. Left hip is subjected to pain [pain in hip]. Knee drained of fluid/drained my knee [effusion (r) knee]. Horrific side effects [unevaluable event]. Knees ballooned out [knee swelling]. Case narrative: this case was cross referenced with (B)(4), (B)(4), (B)(4), (B)(4)and (B)(4)(cluster). This unsolicited case from united states was received on 26-jul-2017 from the patient. This case concerns a 60 year old female patient who received treatment with synvisc one injection and after unknown latency the patient had issues with ambulation / could not walk/could not walk left on a wheel chair/cannot walk comfortably, extreme pain in knee/severe pain/in pain 24/7 to extreme pain in knee/severe pain/in pain 24/7/ knees are hurting, extreme swelling in right knee, left hip is subjected to pain, left is subjected to hip discomfort and knee drained of fluid, inflammation, ongoing mobility problems, horrific side effects. Also after unknown latency knees ballooned out and coughed. Patient fell on her knee (in 2010) and had issues with her knee since then but she was not sure if she had osteoarthritis. Patient had received synvisc in her right knee and had no difficulties in 2011. On an unknown date in 2012, patient again received the synvisc product in her right knee by a doctor. In 2012, patient did have swelling and pain that "was horrific" and the doctor gave her steroids and she got better. Patient reported that she then received the synvisc-one injection in the right knee again in 2014, and had some issues with pain and swelling and that the doctor gave her steroids again to help with this. No concomitant medications were reported. On (B)(6) 2017, the patient received first injection with intra-articular synvisc one injection at a dose of 6 ml once (indication, lot number and expiration date: not reported) in right knee by doctor. Patient reported that there was not a sink in the room and that she was not sure if this doctor used the proper technique to inject the synvisc-one because it looked like he did not do it correctly. On an unknown date in 2017, after unknown latency, patient wanted to know if he did this injection correctly because she had extreme pain and swelling in her knee now. Patient reported that doctor might not have washed his hands or used sterile gloves for this injection and she at one time, "thought about running out of there. Patient had told this doctor about her previous experiences with the injections in the past and asked for steroids and doctor refused to provide this at the time of the injection. Patient reported pain and issues with her knee right after this injection to the doctor and he refused to do anything for her. Patient reported continued issues with pain, swelling, and ambulation and eventually, patient was provided oral steroids from another doctor at the office and this did not help her. Patient reportedly went to the emergency department "crying in pain" and she was in a wheelchair for three days because she could not walk. Patient did go into the office after the emergency room visit and had her knee drained of fluid by another doctor at the doctor's office. Patient was very emotional during the call and does not want to be contacted by our company regarding this. Patient commented that this doctor was very rude and would not help her with her issues post injection. Patient stated she was still in pain now and this was not resolved. The patient reported that she could not walk and was left on wheelchair for days. Patient was administered with oral prednisone which was not effective. On (B)(6) 2017, the patient received intra-articular synvisc one injection (dose, indication, lot number and expiration date: not reported). This was bilateral injection and problems have been with right knee only. Stated she was in good health otherwise but has continuing right knee problems, was in pain 24/7 since (B)(6) 2017. The patient was upset and reported that the injection she received in (B)(6) 2017 caused inflammation, severe pain, horrific side effects and ongoing mobility problems (events onset date and latency: unknown). She reported this previously more than once and reported she got a medical history questionnaire but asked if the batch was tainted and was very angry. The patient was referred to hcp repeatedly. The patient was in crying state and no longer talk about this. As of (B)(6) 2018, patient could not even walk even one half of a block without assistance. Also on an unknown date in 2017, knees ballooned out and she had to have them drained. Patient also had steroid shots in both knees after the synvisc one injection. It was reported that the hcp did not use sterile technique (off label use). It was unclear whether the hcp did not use the sterile technique with the synvisc-one or the steroid injection. Hcp used regular gloves and not sterile gloves. On an unknown date in 2017, patient coughed during the call. It was unclear if patient had a cold. It was reported that the patient's knees were hurting her on (B)(6) 2018. Corrective treatment: steroid injection for ongoing mobility problems, inflammation; wheelchair user, prednisone for issues with ambulation / could not walk/could not walk left on a wheel chair/cannot walk comfortably; oral steroids for extreme pain in knee/severe pain/in pain 24/7 to extreme pain in knee/severe pain/in pain 24/7/ knees are hurting and oral steroids, fluid drained for extreme swelling in right knee; knee drained of fluid for knee drained of fluid/drained my knee and knees balloned outcome: not recovered for extreme pain in knee/severe pain/in pain 24/7 to extreme pain in knee/severe pain/in pain 24/7/ knees are hurting; unknown for rest events except horrific side effects. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 48923. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for extreme pain in knee/severe pain/in pain 24/7 to extreme pain in knee/severe pain/in pain 24/7/ knees are hurting and extreme swelling in right knee, issues with ambulation / could not walk/could not walk left on a wheel chair/cannot walk comfortably. Additional information was received on 28-jul-2017. Global ptc number and ptc results were added. Text amended accordingly. Additional information was received on 11-oct-2017 from the patient. Event of issues with ambulation / could not walk was updated to issues with ambulation / could not walk/could not walk left on a wheel chair/cannot walk comfortably. Events of left hip is subjected to pain and left is subjected to hip discomfort added. Suspect information updated. Corrective treatment updated. Clinical course was updated and text amended accordingly. Additional information was received on 27-apr-2018 from the patient. The suspect drug's regimen was added. Additional events of inflammation, ongoing mobility problems, horrific side effects were added. Th event term of extreme pain in knee was updated to extreme pain in knee extreme pain in knee/severe pain/in pain 24/7. Clinical course was updated and text amended accordingly. Additional information was received on 30-oct-2018 from patient. Additional events of coughed, knees ballooned out were added along with details. Injection dates were added for second synvisc one injection. Event verbatim was updated to extreme pain in knee/severe pain/in pain 24/7 to extreme pain in knee/severe pain/in pain 24/7/ knees are hurting. Clinical course was updated and text amended accordingly.

Event description:
This case was cross referenced with (B)(4). This unsolicited case from united states was received on 26-jul-2017 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the patient had issues with ambulation / could not walk, extreme pain in knee, extreme swelling in right knee and knee drained of fluid. Patient fell on her knee (in 2010) and had issues with her knee since then but she was not sure if she had osteoarthritis. On an unknown date in 2012, patient received the synvisc product the first time in her right knee by a doctor. In 2012, patient did have swelling and pain that "was horrific" and the doctor gave her steroids and she got better. Patient reported that she then received the synvisc-one injection in the right knee again in 2014, and had some issues with pain and swelling and that the doctor gave her steroids again to help with this. No concomitant medications were reported. On (B)(6) 2017, the patient received first injection with intra-articular synvisc one injection at a dose of 6 ml once (indication, lot number and expiration date: not reported) in right knee by doctor. Patient reported that there was not a sink in the room and that she was not sure if this doctor used the proper technique to inject the synvisc-one because it looked like he did not do it correctly. On an unknown date in 2017, after unknown latency, patient wanted to know if he did this injection correctly because she had extreme pain and swelling in her knee now. Patient reported that doctor might not have washed his hands or used sterile gloves for this injection and she at one time, "thought about running out of there. Patient had told this doctor about her previous experiences with the injections in the past and asked for steroids and doctor refused to provide this at the time of the injection. Patient reported pain and issues with her knee right after this injection to the doctor and he refused to do anything for her. Patient reported continued issues with pain, swelling, and ambulation and eventually, patient was provided oral steroids from another doctor at the office and this did not help her. Patient reportedly went to the emergency department "crying in pain" and she was in a wheelchair for three days because she could not walk. Patient did go into the office after the emergency room visit and had her knee drained of fluid by another doctor at the doctor's office. Patient was very emotional during the call and does not want to be contacted by our company regarding this. Patient commented that this doctor was very rude and would not help her with her issues post injection. Patient stated she was still in pain now and this was not resolved. Corrective treatment: wheelchair user, oral steroids for issues with ambulation / could not walk; oral steroids for extreme pain in knee and extreme swelling in right knee; fluid drained for extreme swelling in right knee. Outcome: not recovered for extreme pain in knee; unknown for rest events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for extreme pain in knee and extreme swelling in right knee, issues with ambulation / could not walk. Additional information was received on 28-jul-2017. Global ptc number and ptc results were added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 1-aug-2017: this case concerns a patient who received treatment with synvisc one and later was not able to walk. The causal role of suspect product in occurrence of the event cannot be ruled out completely due to lack of information regarding temporal relationship. In addition to this, patient has also experienced these events with previous synvisc injection therapy. Furthermore, due to lack of information regarding patient's medical history, past drugs and concomitant medications complete medical assessment of the case is difficult.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 26-jul-2017 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the patient had issues with ambulation / could not walk/could not walk left on a wheel chair/ cannot walk comfortably, extreme pain in knee, extreme swelling in right knee, left hip is subjected to pain, left is subjected to hip discomfort and knee drained of fluid. Patient fell on her knee (in 2010) and had issues with her knee since then but she was not sure if she had osteoarthritis. On an unknown date in 2012, patient received the synvisc product the first time in her right knee by a doctor. In 2012, patient did have swelling and pain that "was horrific" and the doctor gave her steroids and she got better. Patient reported that she then received the synvisc-one injection in the right knee again in 2014, and had some issues with pain and swelling and that the doctor gave her steroids again to help with this. No concomitant medications were reported. On (B)(6) 2017, the patient received first injection with intra-articular synvisc one injection at a dose of 6 ml once (indication, lot number and expiration date: not reported) in right knee by doctor. Patient reported that there was not a sink in the room and that she was not sure if this doctor used the proper technique to inject the synvisc-one because it looked like he did not do it correctly. On an unknown date in 2017, after unknown latency, patient wanted to know if he did this injection correctly because she had extreme pain and swelling in her knee now. Patient reported that doctor might not have washed his hands or used sterile gloves for this injection and she at one time, "thought about running out of there. Patient had told this doctor about her previous experiences with the injections in the past and asked for steroids and doctor refused to provide this at the time of the injection. Patient reported pain and issues with her knee right after this injection to the doctor and he refused to do anything for her. Patient reported continued issues with pain, swelling, and ambulation and eventually, patient was provided oral steroids from another doctor at the office and this did not help her. Patient reportedly went to the emergency department "crying in pain" and she was in a wheelchair for three days because she could not walk. Patient did go into the office after the emergency room visit and had her knee drained of fluid by another doctor at the doctor's office. Patient was very emotional during the call and does not want to be contacted by our company regarding this. Patient commented that this doctor was very rude and would not help her with her issues post injection. Patient stated she was still in pain now and this was not resolved. The patient reported that she could not walk and was left on wheelchair for days. Patient was administered with oral prednisone which was not effective. Corrective treatment: wheelchair user, prednisone for issues with ambulation / could not walk/could not walk left on a wheel chair/cannot walk comfortably; oral steroids for extreme pain in knee and oral steroids, fluid drained for extreme swelling in right knee; knee drained of fluid for knee drained of fluid/drained my knee. Outcome: not recovered for extreme pain in knee; unknown for rest events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for extreme pain in knee and extreme swelling in right knee, issues with ambulation / could not walk/could not walk left on a wheel chair/cannot walk comfortably. Additional information was received on 28-jul-2017. Global ptc number and ptc results were added. Text amended accordingly. Additional information was received on 11-oct-2017 from the patient. Event of issues with ambulation / could not walk was updated to issues with ambulation / could not walk/could not walk left on a wheel chair/cannot walk comfortably. Events of left hip is subjected to pain and left is subjected to hip discomfort added. Suspect information updated. Corrective treatment updated. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 11-oct-2017: the follow up information did not change the previous case assessment. This case concerns a patient who received treatment with synvisc one and later was not able to walk. The causal role of suspect product in occurrence of the event cannot be ruled out completely due to lack of information regarding temporal relationship. In addition to this, patient has also experienced these events with previous synvisc injection therapy. Furthermore, due to lack of information regarding patient's medical history, past drugs and concomitant medications complete medical assessment of the case is difficult.

Event description:
This case was cross referenced with (B)(4). This unsolicited case from united states was received on 26-jul-2017 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the patient had issues with ambulation / could not walk, extreme pain in knee, extreme swelling in right knee and knee drained of fluid patient fell on her knee (in 2010) and had issues with her knee since then but she was not sure if she had osteoarthritis. On an unknown date in 2012, patient received the synvisc product the first time in her right knee by a doctor. In 2012, patient did have swelling and pain that "was horrific" and the doctor gave her steroids and she got better. Patient reported that she then received the synvisc-one injection in the right knee again in 2014, and had some issues with pain and swelling and that the doctor gave her steroids again to help with this. No concomitant medications were reported. On (B)(6) 2017, the patient received first injection with intra-articular synvisc one injection at a dose of 6 ml once (indication, lot number and expiration date: not reported) in right knee by doctor. Patient reported that there was not a sink in the room and that she was not sure if this doctor used the proper technique to inject the synvisc-one because it looked like he did not do it correctly. On an unknown date in 2017, after unknown latency, patient wanted to know if he did this injection correctly because she had extreme pain and swelling in her knee now. Patient reported that doctor might not have washed his hands or used sterile gloves for this injection and she at one time, "thought about running out of there. Patient had told this doctor about her previous experiences with the injections in the past and asked for steroids and doctor refused to provide this at the time of the injection. Patient reported pain and issues with her knee right after this injection to the doctor and he refused to do anything for her. Patient reported continued issues with pain, swelling, and ambulation and eventually, patient was provided oral steroids from another doctor at the office and this did not help her. Patient reportedly went to the emergency department "crying in pain" and she was in a wheelchair for three days because she could not walk. Patient did go into the office after the emergency room visit and had her knee drained of fluid by another doctor at the doctor's office. Patient was very emotional during the call and does not want to be contacted by our company regarding this. Patient commented that this doctor was very rude and would not help her with her issues post injection. Patient stated she was still in pain now and this was not resolved. Corrective treatment: wheelchair user, oral steroids for issues with ambulation / could not walk; oral steroids for extreme pain in knee and extreme swelling in right knee; fluid drained for extreme swelling in right knee outcome: not recovered for extreme pain in knee; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for extreme pain in knee and extreme swelling in right knee, issues with ambulation / could not walk pharmacovigilance comment: sanofi company comment dated 1-aug-2017: this case concerns a patient who received treatment with synvisc one and later was not able to walk. The causal role of suspect product in occurrence of the event cannot be ruled out completely due to lack of information regarding temporal relationship. In addition to this, patient has also experienced these events with previous synvisc injection therapy. Furthermore, due to lack of information regarding patient's medical history, past drugs and concomitant medications complete medical assessment of the case is difficult.